Event description:
It was reported the patient lost weight, causing the ipg to be superficial. The patient experienced discomfort due to the issue. One of the leads exhibited high impedance and ipg was unbale to be placed in MRI mode. Surgical intervention was undertaken during which one of the leads and ipg was replaced, thereby addressing the issue.

Manufacturer narrative:
B3-date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6) , batch: 6002593 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.